Event description:
The customer reported a burning odor and noticed white smoke emitted from the reagent carousel involving the access 2 immunoassay system. The customer immediately turned off the instrument and noted the smoke stopped. The customer stated there were no sparks and the fire department was not requested. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the printed circuit boards (pcbs) and verified instrument operation by completing a successful system check and quality control (qc). The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the burnt stepper motor driver pcb. A definitive root cause is unknown. (B)(4).

Manufacturer narrative:
(B)(4)